Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized due to high blood glucose reading was not provided at that time of call. The customer stated that she was experiencing a no delivery alarm while priming. Assisted the customer with the connection process of the tubing and the reservoir. Advised customer to replace the plunger. No other information reported.